Manufacturer narrative:
Although the subject device was not returned, the company conducted a complaint investigation. The complaint investigation confirmed that two pink smartclips were placed in the patient. The envisio navigation system is unable to provide reliable solutions for two same color clips since smartclips of the same color operate at the same frequency. As stated in the labeling, the envisio navigation system should not be used with two same color clips. During the case, the surgeon was advised by elucent medical to use an alternate method such as ultrasound to remove one smartclip, then they could use the envisio navigation system to remove the second smartclip. The surgeon chose to proceed with the envisio navigation system for the removal of both smartclips.

Event description:
During a case using the envisio¿ navigation system, it was reported that two 'pink' smartclips were implanted in the same patient. This event coincided with excess tissue removal from the patient. (Smartclip soft tissue markers are available in three different versions, pink, green and purple. The smartclip versions are identical in materials of construction, but are differentiated by different frequencies they emit when localized by the envisio navigation system).